Event description:
On (B)(6) 2015, a pt received moxibustion treatment with the device premio 10 moxa which was carried out by an acupuncturist. It has heated needles in the patient's knees. Following treatment, burns to the left and right knees were observed. On (B)(6) 2015, the pt met his family doctor and this one, at the state of the legs of the pt, requested a plastic surgery consultation. On (B)(6) 2015, the pt met a specialist and it confirmed second degree burns.

Manufacturer narrative:
Premio 10 - moxa is indicated for temporary relief of minor muscle and joint pain, arthritis and muscle spasm, relieving stiffness, promoting relaxation of muscle tissue, and to temporarily increase local blood circulation where heat is indicated.